Event description:
Customer stated "turned it on. Holding it in her hand. Then she smelt something burning. Then she saw sparks for a few seconds until the pad was unplugged." Customer did not seek out medical attention. Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the cord had a small burn mark by the strain relief, as if one of the wires inside the cord had popped. This is likely due to excessive flexing of the cord over an extended period of time. The product was approx. 8 years and 8 months old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.